Manufacturer narrative:
Follow-up #1 date of submission 07/17/2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2012 with the following findings: a review of the black box and alarm history indicated occlusion alarms had occurred. The occlusions were observed to be associated with a rise in force. Occlusion alarms are not likely to cause an adverse event because the pump will alarm to alert the user of the issue. The owner's booklet instructs the user to be prepared to give his or herself an injection of insulin if delivery is interrupted for any reason. The pump was exercised for 24 hours with no occlusion alarms occurring. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(6) 2012 supplemental information: patient outcome attributed to adverse event was omitted in error on the 3500a.

Event description:
The mother reported that the patient has a blood glucose level of 352 mg/dl and was positive for ketones. She also said the patient was vomiting. There were reportedly multiple occlusion alarms in the pump history beginning on october 2 at 7:26 pm, a day before calling animas. There were also multiple cancelled bolus doses in the history occurring at the same time as the occlusion alarms. The reporter refused troubleshooting the pump to determine causes of the occlusion alarms.